Event description:
Patient reported left side "rupture, loss of grip, neuropopthy," and the device feels like "miniature frisbee cutting from the inside out" against a non-allergan tissue expander. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).